Event description:
According to the reporter, during a laparoscopic surgery for lung cancer, the device was unable to fire. There was poor staple formation and the staple line was incomplete. A new device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and one photograph of the complaint event. The visual inspection and functional evaluation of the device had acceptable results. Photographic inspection noted that there were three loose, unbent staples in the body cavity. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.